Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button response due to unlocked keypad connecter. The device was also received with protruded/drive support disk, scratched screen, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window, and scratched case.